Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image and sometimes the image would be black and white. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; e1; g3; h2; h6 and h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. Olympus sales rep called technical assistance center (tac) about a customer with an otv-s190 connected to a striker monitor that has no image and sometimes the image would be black and white. The end user was using a digital visual interface (dvi) cable going to that monitor. Tac had the sales rep grabbed another cart to swap. The sales rep took the video signal from this otv-s190 and put it to a second monitor that worked, and it is not working on either. Tac had the sales rep swap the good working cable to the cart that wasn¿t working and everything started to work as it should. The issue was the video cable. The sales rep suggested to the customer to order a new video cable. The issue was addressed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined, and the device problem was excluded. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.